Manufacturer narrative:
(B)(4); per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, inadequate bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. Maintain the guidewire position in the lv. The training manuals includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, it appears that by not performing bav in the heavy calcified native valve in combination with other patient factors (horizontal aorta) prevented the successful crossing with the delivery system. Per report, the force and tension used in the attempts to cross the annulus potentially created trauma on the aortic arch. This event was not considered to be due to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14936. This report was created to capture this reported event with the commander delivery system, the other report will be submitted to capture the sapien 3 ultra valve.

Event description:
As reported by  the field clinical specialist, during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, there were difficulties when attempting to cross the native valve after numerous attempts with the catheter flexion adjustment. The entire system was removed with as much force as being administered to the aortic arch and the valve with the first system. A bav was then performed with success and a second 14f esheath and 26mm sapien 3 ultra valve on the second commander was successfully advanced through the sheath with no difficulty. The valve alignment was performed, and the valve advanced across the arch. It was still tight crossing the valve post bav and they could not obtain a successful coaxial implant angle with the valve into the native valve. The valve eventually implanted with no leak and no gradient and the patient was stable. After closing the access sites, the pressure began to fall, and a pericardial effusion was identified on the echo. The patient was opened up and the right ventricle is shown to have perforation from the pacing cable. This did not alleviate the bleeding and the surgeon also found a leak in the root near the right coronary artery, as well as trauma to the left ventricle likely from the valve/wire. The patient expired after the surgery. Per report, there was no device malfunction. The patient¿s horizontal aorta, bicuspid valve, other anatomical challenges and not performing bav could have been the culprits of the difficulties crossing the annulus. The force and tension used in the attempts to advance potentially created trauma on the aortic arch and ascending aorta and valve itself.